Event description:
An error message was reported with the adc device in use with a5x phone device with os operating system version9 -21006714 . Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced "hypo symptoms and not breathing properly" and was unable to self-treat, requiring third-party administration of glucose drink and food for treatment as well as a diagnosis of dka. The diagnosis of dka is inconsistent with the treatment of glucose drink and food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with a5x phone device with os operating system version9 -21006714. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced "hypo symptoms and not breathing properly" and was unable to self-treat, requiring third-party administration of glucose drink and food for treatment as well as a diagnosis of dka. The diagnosis of dka is inconsistent with the treatment of glucose drink and food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there were no issues with the librelink special edition application that would have led to the complaint. Attempted to recreate the user complaint and was able to scan a sensor successfully using a similar configuration and was not able to replicate the complaint. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.